Event description:
Info received indicates three casters will not lock in brake when the brake pedal is pressed.

Manufacturer narrative:
The technician replaced the three casters to repair the stretcher.